Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system displayed a basic input/output system (bios) password prompt screen. A field service engineer (fse) powered down the station, unlocked top cover, removed hard drive, replaced the mounting plate and molex cable, reinstalled the hard drive, locked the top cover and restarted the system which successfully booted into the medstation application confirming normal operation, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system displayed a basic input/output system (bios) password prompt screen. However, there were no adverse events or injuries reported based on this event.